Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-dilation was performed. Following the post-dilation, the valve dislodged towards the aorta. Subsequently, the procedure was converted to surgery to explant the transcatheter valve and implant a non-medtronic surgical aortic valve. Additional information was received indicating that a pre-implant balloon dilation was performed using a 24mm balloon. Post-implant balloon dilation was performed using a 26mm balloon due to under-expansion and paravalvular leak (pvl) following the valve implant. Upon deflation of the 26mm balloon, it was reported that 60% of the guide was ¿lost,¿ capture was lost, an ¿extra suture was made ,¿ and it was advanced above the coronaries. Additional information was received thatthe severity of pvl was considered mild. The pacemaker was placed using a guide and when the balloon was at 60% emptying, it lost contact with the guide and stopped pacing, which caused the valve to dislodge due to an extrasystole. The valve, after dislodgement, remained above the coronary arteries.

Manufacturer narrative:
Image review: one media image and one cine image of the event were provided. An executive summary was also provided. The anatomy sizes per instructions for use (IFU) for a 29mm evolut valve. Evidence shows the anatomy appeared to be bicuspid. It was reported that following the implant of a transcatheter valve, a post-dilation was performed. Following the post-dilation, the valve dislodged towards the aorta. Evidence shows the valve with a constrained appearance at full deployment. Evidence shows that during the post-dilatation the balloon dislodged the valve as the balloon was being deflated. Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a pre-implant balloon dilation was performed using a 24mm balloon. Post-implant balloon dilation was performed using a 26mm balloon due to under-expansion and paravalvular leak (pvl) following the valve implant. Upon deflation of the 26mm balloon, it was reported that 60% of the guidewire was ¿lost,¿ capture was lost, an ¿extra suture was made,¿ and it was advanced above the coronaries.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, a post-dilation was performed. Following the post-dilation, the valve dislodged towards the aorta. Subsequently, the procedure was converted to surgery to explant the transcatheter valve and implant a non-medtronic surgical aortic valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID: {d-evprop23-29}; product lot/serial number {unknown}; product type: {0195-heartvalves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.